Event description:
It is reported that the device was implanted approx 5 years ago. It was found that the stem had split in half and was revised.

Manufacturer narrative:
Eval summary: pt age, weight, and activity level are unk. X-rays are not available for review. Cause cannot be definitively determined. Eval codes: stem exhibits fracture damage approx 5-1/4" from distal end. Stem and head were returned still attached and show slight discoloration along with a foreign substance on the medial aspect of the device. Scanning electron microscope examination of fracture surface showed severe damage to fractographic features and deposits masking the fracture features. Sem examination of undamaged fractured surface showed crystallographic nature of fracture. Beach marks were seen indicating fracture occurred by fatigue. Bony ingrowth seen in beads showed ca and p peaks in spectrum. Energy dispersive spectroscopy analysis showed co, cr, mo, and si elemental peaks typical of zimaloy. Device history records are intact, conforming and indicate MFR to specification.